Manufacturer narrative:
Date is estimated; month and year are valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient encountered a 1707/coupling issues error. The following troubleshooting steps were performed: located the ins by looking for incision and/or palpating the ins, repositioned the recharger, applied comfortable pressure to the recharger or considered tightening the recharging belt, and recommended patient lean forward while sitting to optimize ins position. The patient reported having issues with their recharger, and stated they were able to connect to charge, and without moving, would lose connection. Last week, they were eventually able to connect to charge, but now they were only able to connect for about two seconds, then would lose connection and start searching again. They had tried charging both with and without using the belt. Recharging best practices were reviewed. The patient connected to charge the ins on the call with the ins at 90%, but then stated they lost connection. They confirmed the recharger did not move from the ins when this occurred. They had never had trouble charging their ins before this. They denied any recent trauma or falls that they were aware of, but stated they could feel the ins more than they could before. They inquired if the ins could have moved due to this. They were redirected to their healthcare provider to discuss and to check the ins. They confirmed they connected to charge the ins again while sitting and crossing their leg, and again lost connection without moving. They were able to charge the ins to 100% by the end of the call. They provided the event date as "last weekend." The issue was not resolved through troubleshooting, and they were redirected to their healthcare provider to further address the issue.